Event description:
The distributor reported an oxygenator leak during use, resulting in blood loss. The patient apparently lost approximately 500 to 600cc of blood. No case records have been provided, event though requested by the company.